Manufacturer narrative:
The product identity could not be confirmed due to the part not being returned. There was medical intervention outside of the planned course of treatment; therefore the complaint is considered confirmed. However, it was reported that the reason that the adjustment occurred was because the angle of distraction was not ideal. There was no alleged malfunction of the implant. The most likely underlying cause of this complaint is determined to be customer preference. There are no indications of manufacturing defects. The instructions for use for this part states in the section titled warnings: the rigid external frame and distraction mechanism is designed for external use only and is never to be implanted. Distraction devices aid the surgeon in the defined step-by-step elongation of bone in the oral, cranial and maxillofacial skeleton. Correct handling, connection and placement of these devices is extremely important. The surgeon is to be thoroughly familiar with the device, the specific method of application, as well as the local biomechanical situation of each patient. The surgeon must also be aware of the mechanical and metallurgical aspects of the device. Incomplete osteotomy or premature osteosynthesis may cause a portion of the device to bend, deflect or break resulting in the device malfunction or failure. The device can loosen, migrate, bend, or break as a result of strenuous activity or traumatic injury. The patient must be warned by the operating surgeon to limit physical activities accordingly. Limitation of activities may be unique to each patient and the patient must be warned that noncompliance with postoperative instructions could lead to patient injury or complications. The patient must be made aware that deformity or some degree of deformity may be present even after treatment. The surgeon must plan proper placement and orientation of the device for each patient prior to insertion of bone screws, plates, or intraoral appliances. Correct positioning of the device reduces the risk of the device loosening from bone or possible biomechanical complications after distraction is complete. In all cases, sound surgical practice is to be followed.

Manufacturer narrative:
The warnings in the package insert state, "the surgeon is to be thoroughly familiar with the device, the specific method of application, as well as the local biomechanical situation of each patient." The product is still attached to the patient and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It is reported that during a planned distraction adjustment, the surgeon discovered the angle of correction was not ideal. To correct this, the surgeon untwisted the wires attached between the distraction assembly on the carbon rod and the orthodontic splint on the patient, changed the angle of the rod, and re-twisted the wire. This was performed in the office with no anesthetic.